Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of the strip lot was performed. In-house testing on the reported strip lot met accuracy criteria and the product performed as expected. The customer's complaint was not replicated. The manufacturing records for the lot were reviewed and the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation is pending.

Event description:
The caller (end user) alleged an unexpected high inratio inr result. On (B)(6) 2015, the caller's inratio inr was 2.2. The caller did not report if she increased her coumadin at that time since her therapeutic range was 3.0 - 3.5. On (B)(6) 2015, the caller received an unexpected high inratio inr of 4.0 and the laboratory inr was 3.2. There was five (5) minutes between testing. The physician was concerned that the results were too far apart and did not change the caller's coumadin. The physician ordered another laboratory inr on (B)(6) 2016 which was 3.2. The caller was to test again on (B)(6) 2016 at the laboratory. She was take her inratio monitor to the laboratory at that time for comparison. Attempts have been made to see if caller tested and what the results were but the attempts have been futile. There was no reported adverse patient sequela. There was no additional information provided.